Event description:
It was reported that the right atrial (ra) lead exhibited high capture threshold, failure to capture, high pacing impedance and fracture. The lead was explanted and replaced. The patient was in stable condition.